Manufacturer narrative:
Section d4: serial # was requested but was not provided. Manufacturer's investigation conclusion: the reported event of losses of external power while connected to the mobile power unit (mpu) was confirmed via the submitted log file. The log file contained approximately 20 days of data ((B)(6) 2021 per the timestamp). The log file captured no external power and low voltage hazard alarms due to a temporary losses of ac power while connected to the mpu on (B)(6) 2021 from 22:29:52 to 22:30:04 and (B)(6) 2021 from 23:06:26 to 23:06:27. The alarms were resolved when power from the mpu was restored. The system controller backup battery supplied power to the system during the losses of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for evaluation. Multiple requests for additional information (including the serial number of the mpu, if the mpu has a v-lock connector on the ac power cord, if it is known if the power cord came loose from the wall or from the back of the unit, or if there were any environmental circumstances that would have affected ac power at time of the event, such as a loss of power to the house) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and low voltage hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) under section ¿powering the system¿, subsection ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. This section also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. Subsection ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient lost power while connected to their mobile power unit on (B)(6) 2021. Log file analysis revealed a couple events where the system controller lost external power while connected to mpu on (B)(6) 2021.